Manufacturer narrative:
A device history record review could not be performed in that no specific product was identified. No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette, and/or if it is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.

Event description:
It was reported during the second call to the hotline that the non-disposable device was unable to restart and the patient declined the removal of the cassette. Patient not affected. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.